Event description:
It was reported via medwatch "ivad line was noted to be leaking blood out onto the sheets. Upon inspection, it was noted the line was cracked at the hub. Line was promptly clamped and ivad was de-accessed. Port site was then cleaned and re-accessed using sterile technique. Broken tubing was saved."

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.